Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that white sigma tibial impactor tip broke into 2 pieces. Both pieces retrieved and no patient involvement. No surgical delay.

Manufacturer narrative:
.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary examination of the returned instrument confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.